Event description:
It was reported that multiple cystic foci are present in the MRI images. Issue began after patient started running.

Manufacturer narrative:
Results of investigation: the associated complaint devices were not returned to be evaluated. Our clinical/medical team concluded no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. Without the actual products involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.